Manufacturer narrative:
Gehc surgery service personnel found a ps2 failure. Repaired and returned to service.

Event description:
Customer reported that system will not complete boot with a pre-charge failure. Upon arrival, system would not initiate stator on due to a ps2 failure. Second c-arm was used to complete daily procedure.